Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. External visual inspection showed no damage. The device powered on using both ac and battery power. The unit was able to obtain readings and alarmed audibly and visually under alarm conditions. The unit was tested for four hours and did not shut down by itself. Internal inspection showed a capacitor on the system board had been damaged. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device shuts off while in use. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device shuts off while in use. No patient impact or consequences were reported.